Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. The lot history record (lhr) could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information provided, a definitive cause for the difficulty recovering the filter could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a carotid artery intervention the emboshield nav6 was used successfully, but could not be removed using the retrieval catheter, so the filter was pulled into the sheath and successfully removed, without issue. There was no reported adverse patient effect or a clinically significant delay. No additional information was provided.